Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a bloodback event. It is unknown under which circumstances the issue was discovered or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, b5, d9, g3, g6, h2, h4, h6,h10, h11. Corrected fields: g1, h6 (health effect ¿ clinical code, component codes, health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse evaluated the unit and was able to confirm that there was blood in the pneumatic module. In order to fix the issue, the fse replaced the pneumatic module assy. The fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a bloodback event. There was no report of patient injury or harm.